Manufacturer narrative:
On completion of the investigation a follow-up report will be submitted

Event description:
Received an article: abdallah, I. E. (2020). Explantation of infected iliac stents: old tools should not be forgotten. European society for vascular surgery. Purpose: to present a case study. Per the article adverse events included: stent graft infection.

Event description:
N/a.

Manufacturer narrative:
This complaint is based on information within an article and no specific device information has been provided. As there is insufficient details of an actual device malfunction or adverse event that occurred the complaint cannot be confirmed. A device history record (DHR) review was unable to be performed as the device product part number and lot number was not provided within the article. Conclusion: the instructions for use clearly states that potential adverse effects of advanta v12 balloon-expandable stent include, but may be not limited to: pyrogenic reaction, restenosis of stented lesion and sepsis/infection. Based on limited information provided and considering the possible risks and complications known to occur following advanta v12tm balloon expandable covered stent implantation, one can infer the unfortunate injuries suffered by this patient are potentially multifactorial and a getinge¿s advanta v12tm balloon expandable covered stents was not the only attributing factor. The factors likely include but are not limited to, other stent device implanted, surgical technique, surgical site infection, anatomically complex lesions, comorbidities and patient¿s foreign body reaction. The authors do not attribute occurred adverse events to any particular stent type. H3 other text: product not available.